Manufacturer narrative:
H11. Additional narrative updated b5 and h6.

Event description:
It was reported that a patient with a 3300tfx 25mm aortic valve is being evaluated for a redo procedure after an implant duration of 9 years, 11 months due to critical stenosis.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 3300tfx 25mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 9 years, 11 months due to critical stenosis. The patient is asymptomatic.

Manufacturer narrative:
H11. Additional narrative: updated h6: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including dyslipidemia.